Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mlj740-eph7477, and no non-conformances were identified. Investigation summary: it was received for analysis one unopened sample of product code eph7477, lot mlj740. During the visual inspection of the representative sample, no defects were found on the package. The sample was opened and contain a strand per packet. The suture was dispensed without problem and examined along of the strand and no defects, damaged or fraying suture was observed. A tactile test was performed to strand and no unraveling or fraying could be detected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the sample received, no fraying suture were observed.

Event description:
It was reported that the patient underwent carotid artery repair on an unknown date and suture was used. The suture frayed when passing through the vascular prosthesis. The suture was changed to successfully complete the procedure. There were no adverse patient consequences reported.